Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the sleep current measurement, active current measurement, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 08:59:19.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing or in the pump trace download. No low battery alert noted during testing however, noted in the pump trace download on (B)(6) 2024 at 12:11:00.000. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Linked with a test green plug sensor successful. Force sensor was measured and is within spec (23.7mv at zero offset). Pump was cut open for visual inspection and found moisture damage on the keypad flex connector and pcba 1. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and label damage(stained/faded/peeling). Alleged insulin flow block alarms not confirmed during testing. Alleged pump's battery lasts less than 1 week and failed battery alarms not confirmed during testing or in power management graph. Alleged no communication to sensor not confirmed during testing. Exposure to moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump battery was lasts less than expected, rejecting new batteries and received insulin flow block alarm. The customer was also reported insulin pump was not connected to the sensor. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, unomedical, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.